Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working as expected due to inflation issues. A revision surgery was performed, upon examination air in the system was found. In addition, the pump was reported to stay flat when pressed. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer working as expected due to inflation issues. A revision surgery was performed, upon examination air in the system was found. In addition, the pump was reported to stay flat when pressed. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders and reservoir were visually inspected and underwent leak testing. The fist cylinder had fluid leakage due to pinholes in the middle and proximal end consistent with sharp instrument damage. No visual damages nor abnormalities were found in the second cylinder, the reservoir or the rear tip extenders. The second cylinder and reservoir passed leak testing. The pump was visually inspected and underwent leak and functional testing. The pump kink resistant tubing (krt) was worn to the filament. The pump passed leak testing; however, it did not pass activation tests. Based on the information available and analysis results, the pump not passing activation tests could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.